Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.

Event description:
Please refer to file # (B)(4) from cad. Npi sn (B)(4) richard biernacki had a lvp8100 failed pressure calibration. I step through calibration process with him and found out he did not use pressure calibration set. I gave him pressure calibration set part number 8100-pcs. He will contact com to place an order.